Event description:
It was reported that insertion of a lumbar drainage catheter in a pt was very difficult. After the operation the cfs did not flow well. The cause was not confirmed by x-ray. Three pieces of the catheter was retrieved on 7/15/1998. There was a 2cm piece of catheter left in the pt at unknown site. It was reported that the pt showed symptoms of fever and meningitis after the event, 7/18/1998-7/19/1998. The report did not indicate that the symptoms were attributed to the alleged device malfunction.